Manufacturer narrative:
During inspection and testing, service found there was a gap in the adhesive at the distal end of the subject device. In addition, the forceps control lever did not move smoothly due to damage on the lever mount, the suction cylinder was deformed, the paint on the suction cylinder was peeled, there was a leak due to the guide pin on the electrical connector being shaved, the distal end was dented due to handling, the adhesive on the bending section cover was chipped, the coating on the connecting tube was peeling, and angulation in the up direction was out of specification due to deformation of the up/down knob, wear of the angle wire, and a dent on the bending tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The demonstration unit was sent to an olympus service center for evaluation and preventive maintenance. During inspection and testing, service found there was a gap in the adhesive at the distal end of the subject device. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the tip adhesive detachment likely occurred due to the same cause as other breaks, but it was not possible to determine whether the detachment was due to stress or handling or other factors. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.